Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon revealed a 16mm longitudinal tear from the proximal balloon cone to the distal markerband in the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that balloon damage occurred. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion but the balloon was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed longitudinal tear of the balloon.